Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient did not experience any adverse event and the new replacement pump was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported there was a permanent pump motor stall. The event date was (B)(6) 2018. Troubleshooting included interrogation to regain function was performed approximately 12 times. The pump was replaced on (B)(6) 2018. When prompted for contributing factors to the event, the response provided was, "n.a." The issue was resolved. There were no reported symptoms. It was reported the pump was already sent for return. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. The pump interrogation report indicated the pump was used to deliver dilaudid (7325.0mcg/ml, 6507.4mcg/day) and clonidine (401.3mcg/ml, 356.42mcg/day). Analysis of the unknown catheter found a hole in the catheter body at the pin underneath the strain relief connector. (B)(4). If information is provided in the future, a supplemental report will be issued.